Manufacturer narrative:
On 10/21/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed a crease in the posterior aspect. Leak testing was performed and it revealed a tear measuring approximately 0.1 cm within the crease. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/29/2019, mentor became aware that the patient also experienced capsular contracture on the right breast. This will be reported under 1645337-2019-17787. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 7292914 sn: (B)(4) and (right) 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 7652495 sn: (B)(4). On 08/06/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 625cc mentor smooth round moderate profile saline catalog: 3501695 lot: 6481211 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 625cc mentor smooth round moderate profile saline breast prostheses, suffered left side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.